Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained left arm pain four days post implantable cardioverter defibrillator (ICD) implant. The left arm was noted have some redness and tenderness. A subclavian deep vein thrombosis (dvt) was diagnosed by ultrasound. At follow-up, the patient's symptoms had subsided. The physician questioned if the dvt was procedure related because there were multiple IV attempts in the left arm prior to the procedure. The ICD, right atrial (ra) lead, and right ventricular (rv) lead remain in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient¿s blood thinner dosage was increased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.